Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced pain and the need for additional surgery. She returned to her physician several times due to these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.